Event description:
It was reported that the slider was stuck. The t2 implant could not be triggered. There was no delay or patient injury reported.

Manufacturer narrative:
Foreign zip code: (B)(4).

Manufacturer narrative:
Device evaluation: one 72202468 fast-fix 360 curved needle delivery system device received. The complaint states: "it was reported that the slider was stuck. The t2 implant could not be triggered. All t's were removed. There was no delay or patient injury reported." The device is clean and there are no apparent damages. The depth limiter was attached.t1, t2 and suture were returned. T1 was previously freed from the needle track. T2 and balance of suture were in place within the delivery needle ready for deployment. Functional test confirmed that the device cycled and actuated successfully. T2 was deployed. Engineering has observed that it is possible for the deployment sleeve to become hung up on the device paper carrier upon opening for use. The paper carrier was not returned with the product. This condition is not systemic and is being monitored.

Manufacturer narrative:
Additional information.

Event description:
It was reported that the slider was stuck. The t2 implant could not be triggered. All t's were removed. There was no delay or patient injury reported.